Event description:
Reporter alleged obtaining discrepant blood glucose values of 106 mg/dl on his compact plus system compared to a lab measurement of 67 mg/dl when testing was performed within 5 mins during a routine checkup at the doctor office. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.